Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator experienced several issues. The patient reported feeling shocks and vibrations at the location of the deep brain stimulation and was able to feel wires on the left side of the chest. Additionally, the patient experienced stiffness, inability to move, muscle pain, and worsening speech. The patient had a bad fall about a year ago. The patient visited the emergency room due to the shocks, vibrations, and stiffness. The patient was advised to contact their healthcare provider for further assistance and mentioned having an upcoming appointment in january. The patient was educated and provided with information regarding the situation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.